Event description:
It was reported that an ilet device was dropped, resulting in a cracked and unresponsive screen that rendered the device unusable and required replacement. Symptoms included no injury. Outcomes included inconvenience and temporary interruption of ilet therapy, with the user reverting to an alternative insulin therapy. Investigation included customer interview, photo review, verification of device serial number and shipping details, and complaint handling. Investigation of this case revealed physical damage due to accidental impact and confirmed screen failure. It was concluded that the event resulted from accidental damage and was not related to a device malfunction.